Manufacturer narrative:
Product evaluation: only one portion of the lens was returned. Solution was dried on the lens. This broken portion contains one haptic that is broken in the gusset area. The lens damage is typical of an insertion and removal. Product history records were reviewed and the documentation indicated the product met release criteria. The root cause cannot be determined for the complaint of 'lens malfunction. The alleged lens malfunction was not specified. Lens damage was observed, typical of an insertion and removal. (B)(4).

Event description:
Additional information was provided in the sample return that the replacement lens was the same model but 1 diopter different in power.

Manufacturer narrative:
Evaluation summary: the device was received by a company representative and is in transit to the manufacturing site for investigation. Investigation including root cause analysis will be completed. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported an intraocular lens (iol) malfunction. The iol was exchanged in a secondary procedure.